Event description:
Update: (B)(4) 2014 - medical records received. Patient was revised to address a pseudotumor and a defect in the central part of the acetabulum. The information received does not change the MDR decision. This complaint was updated on: (B)(4) 2014.

Event description:
/Patient was revised to address pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Additional information: litigation papers allege the patient experienced pain, stiffness, discomfort, and weakness which in turn negatively affects the patients mobility and quality of life and necessitated a revision surgery. Papers further allege excessive chromium and cobalt blood levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.